Event description:
Information was received from a family member and a patient who was implanted with a neurostimulator for complex regional pain syndrome type I. A caller reported a consumer had a loss of therapy, the implantable neurostimulator (ins) was on, and she saw a lightning bolt on the patient programmer. Symptoms were noted as pain. The consumer would contact local pain management health care professional to coordinate an appointment with a manufacturer representative. Additional information was received from the patient on (B)(6) 2016- reporting that the device did not hold charge, clicked on/off while charging, and did not do as much good as before. The patient needed it on their back and not their legs and arms. The patient reported to have someone coming in 7 days or a week for helping them out because of their back and headaches. The patient stated that they had tried turning off all of their numbers and had done it one at a time. It did not help. The patient needed something for their back and head. They had only been checked twice since their implant in 2008. The patient's health care professional (hcp) was working on setting up an appointment for a manufacturer representative to come get it done for their back and head where the patient needed it the most.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.